Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which caused peritonitis. The peritonitis was manifested as abdomen pain, cloudy pd fluids and diarrhea. The patient was hospitalized the day after the onset of peritonitis symptoms. The patient was treated with cefazoline 1g and fortum 1g per day (route not reported) for 14 days. The patient was discharged 15 days after admission and recovered from peritonitis. The patient was retrained on proper aseptic technique. Capd therapy was ongoing. No additional information is available.